Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was not doing that well at all. The patient stated she had a wire in her buttocks that was killing her. The patient noted she also wet the bed on (B)(6) and stated she had a bad night and bad day. The patient was not feeling stimulation at the time of the call, but experienced discomfort when she tried to raise stimulation to 0.7. The issues were not resolved at the time of the report. It was noted that the patient began the trial on (B)(6) 2017. Additional information from the patient on (B)(6) reported retention issues and they were dribbling when trying to void. It was noted the side was switched. The issues were not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.